Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cholesterol gen. 2 on a cobas 8000 c702 module. The sample initially resulted in a cholesterol value of 5.4 mg/dl. The result was questioned by the physician as it was too low. The sample was repeated on (B)(6)2025, resulting in a cholesterol value of 208 mg/dl.

Manufacturer narrative:
The field service engineer checked the system and determined it was working within specifications. The investigation could not identify a product problem. The investigation determined the issue is consistent with insufficient sample quality.